Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used 35 lp advance balloon catheter was returned for evaluation and examination. A pin hole is noted at the proximal end of the balloon bond. No damage was noted to the catheter shaft. Review of the device history record of the finished product shows there were two non-conformances related to failed test leakage and relevant to the device failure. Based on the information provided, there were no other reported complaints for this lot number. The device length measured within specifications. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during an unspecified procedure on the superficial femoral artery (side unspecified), the advance 35 lp low profile balloon catheter balloon would not inflate to nominal pressure and it was losing dye. The patient's anatomy was not tortuous or calcified, and there was no angulation. The balloon was injected with 50/50 contrast/ saline, and there was no difficulty crossing anything while advancing. The device was removed and another of the same was used to complete the procedure with no harm to the patient. The reporter postulated that the leak could not have been due to a rupture because the balloon never inflated to nominal pressure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.